Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and classified as nyha functional class ii underwent an implant procedure with the evolut pro+ valve, size 34 millimeter. The patient had comorbidities including dyslipidaemia, hypertension, and carotid stenosis, and was receiving ongoing treatment with asa, ace inhibitors, and statins. Standard electrocardiography revealed an abnormality of av block ii. A pacemaker was implanted 5 days following the valve procedure. No acute complications occurred during the procedure, and no late postprocedural complications were reported. The patient was discharged home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: e1 - initial reporter phone number corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.